Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), there was difficulty aligning the 29mm sapien 3 valve onto the commander delivery system due to tension build up from severe tortuosity.  The esheath and delivery system were removed as a unit, which resulted in tearing of the perclose sutures which led to multiple sheath exchanges. The procedure was ultimately successful. The patient required surgical cut down to repair the right cfa.  At last report the patient was stable. A second commander was used with a certitude sheath, and prepped with the valve on the balloon outside of the patient. That system got stuck in the certitude sheath, so all devices were removed as a unit. Finally a third commander was also used with the certitude sheath. The valve was prepped on the balloon outside of the patient, and the valve was able to be successfully deployed. Per follow up, there was difficulty pulling the sheath/ds/valve out of the tissue tract as there was some interaction with the pre-placed perclose sutures. Pressure was held until a new sheath could be placed for hemostasis. There was only fluoroscopy available, no saved cine runs.

Manufacturer narrative:
(B)(6) registry as the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. 3mensio was reviewed. The imagery shows the tortuosity of the access vessel and aorta. The most relevant work orders for the reported complaint review of these work orders were reviewed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event.  Review of the related work order revealed no additional complaints for ¿delivery system ¿ difficulty with valve alignment-unable¿ or ¿delivery system ¿ withdrawal difficulty-from valve, vasculature¿. A review of complaint history from november 2017 to october 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿delivery system ¿ difficulty with valve alignment-unable¿ with returned devices. Complaints were confirmed, but no manufacturing non-conformities were found in the returned sample related to this issue. Available information suggested that patient and/or procedural factors may have contributed to the events. A review of the complaint history revealed that the occurrence rate did not exceed the october 2018 control limit for the trend category of ¿valve alignment difficulties¿. Delivery system ¿ withdrawal difficulty-from valve, vasculature a review of complaint history from november 2017 to october 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿delivery system ¿ withdrawal difficulty-from valve, vasculature¿ with returned devices. Complaint was confirmed, but no manufacturing non-conformance that would have contributed to the complaint were identified. Available information suggested that procedural factors likely contributed to the reported event. A review of the complaint history revealed that the occurrence rate did not exceed the october 2018 control limit for the trend category of ¿withdrawal difficulty¿.  Esheath IFU, commander delivery system, system preparation manual, and procedural training manual were reviewed for instructions or guidance for use of the esheath. No IFU/ training deficiencies were identified.  During manufacturing, the following visual inspections and tests were performed.  During balloon pleat, fold, & forming, balloon size is inspected as well as the formed balloon is visually inspected. During flex tip assembly and bonding, the outer diameter of flex tip is inspected. During final inspection, 100% distal to proximal visual inspection by both manufacturing and quality is performed as well as 100% functional inspection by both manufacturing and quality. In addition, the related work order underwent product verification (pv) tests using samples. All samples must pass multiple tests pertaining to the complaint event. Visual inspection is performed to ensure device is free from physical defects such as kinks, cracks, and loose or missing components prior to functional tests. Kink radius testing is also performed. Collet engagement force is tested. The lower tolerance limit for the lot was accepted. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the complaint. The complaints for ¿delivery system ¿ difficulty with valve alignment-unable¿ and ¿delivery system ¿ withdrawal difficulty-from valve, vasculature¿ were unable to be confirmed. As the delivery system was not returned, it was not possible to confirm if a manufacturing non-conformance contributed to the complaint. A review of the manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the cer, the severe tortuosity was present and may have created tension in the delivery system which would result in valve alignment difficulty. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The cer also states that the withdrawal difficulty was due to the delivery system and valve being caught on pre-placed sutures. Therefore, the complaint events are attributed to patient factors (tortuosity) and procedural factors (withdrawal of valve through pre-placed sutures). A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limit for the trend categories, no product risk assessment (pra) is required at this time. The complaints for ¿delivery system ¿ difficulty with valve alignment-unable¿ and ¿delivery system ¿ withdrawal difficulty-from valve, vasculature¿ were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Available information suggests patient factors (tortuosity) and procedural factors (withdrawal of valve through pre-placed sutures) contributed to the complaint event. Since no product nonconformance or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.